Manufacturer narrative:
New information added to the following fields: d4, d5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It was confirmed that the phenomenon was caused by a failure of the light emitting diode (led) unit, but could not be traced more specifically. However, it is likely that potential cause was wear and tear (wear and tear is damage that naturally and inevitably occurs as a result of normal wear or aging). Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the low light intensity on the white light imaging (wl1) was caused by a defective light-emitting diode (led) unit. Due to the disconnection in (led) unit, the light intensity of normal light did not meet the standard value. It is most likely that the reportable malfunction was due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the visera elite ll video center exhibited low light intensity of the lamp. There were no reports of patient involvement.